Event description:
Customer reported via phone call that they have a keypad issue. The blood glucose reading is 116 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and esc button dome switch. The insulin pump was also received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.